Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
As the salesman reported, 2 distal radius plates (B)(4) were found broken inside one patient, who had a distal radius surgery some months ago. Both plates were removed from the patient. The area where the plates were implanted was very damaged. It seems that the plates damaged the bone and also the areas near to the zone where the plates were implanted.